Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call battery cap damage. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for the removal of the battery cap was performed. Customer advised they finally removed the battery cap using a spoon. Customer advised they have received low battery alarms and the device is going through batteries frequently. Customer advised the insulin pump has been turning off and their blood glucose has been high for over a week. Customer advised they replaced the battery on the insulin pump but it randomly turns completely blank. Troubleshooting for blank display was performed. Customer advised the device was bumped and possibly dropped on the floor while they attempted to change the reservoir. Customer replaced the battery on the device and the display is still blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested with no blank display and no weak battery noted. The pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. All operating currents tested within the specification range and passed off no power test. The insulin pump had stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, and cracked case near the display window corners noted.